Event description:
It was reported that there was a power on reset (por) condition. The por was seen on an implantable neurostimulator recharger (insr) when checking the implantable neurostimulator (ins) while the ins was still in the box. The ins was interrogated by an 8840 but didn¿t go past initialization screen. They did not see a por message on the 8840. The 8840 was used to interrogate the ins two more times and the por message never appeared on the 8840. It was noted that the manufacturing representative was not going to use the ins imminently and they would make sure the ins was ok to use in the future. The ins was later interrogated again with the recharger and the message was no longer there.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).